Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23959. It was reported that an asymptomatic patient presented to an in-clinic follow-up with high capture threshold from the right ventricular lead. A lead revision was supposed to be done on (B)(6) 2021, but the lead tested normally when using the pacing system analyzer. The chronic implantable cardioverter defibrillator was instead switched out. It was unconfirmed which product was causing the issue. Patient was stable after the procedure.